Manufacturer narrative:
The philips field service engineer (fse) evaluated the device on site. The fse immediately replaced the defibrillator with a replacement tool. Findings include that the device did not indicate the change of rhythm acoustically and visually. The malfunction did not affect the intervention of health workers only because they were present in the room and almost immediately aware of the event. The anomaly found did not concern the defibrillation but exclusively the alarmist component. The faulty instrument was kept under test for a month in the laboratory but no anomalies were found. No further information is available for investigation. Based on the information available and the testing conducted, there is no clear indication on what caused this failure, however, a replacement device was provided. The reported problem was not confirmed. The fse replaced the device. There is no clear indication on what caused the failure. However, before the arrhythmic event in question, an operator was noted to have silenced the alarms. According to the technician who intervened after the episode, this operation should have silenced only the sound alarms related to alteration of fc, continuing to recognize and signal any defibrillable rhythms with the sound alarm. Further clarification regarding if the alarms were operating normally could not be provided. The investigation concludes that no further action is required at this time.

Event description:
It was reported the audible alarm was not signaled following ventricular fibrillation resulting in cardio-respiratory arrest. The device was in use at the time of the event, however, there was no indication of a serious injury. There appears to be no allegation of failure to shock or delay in resuscitation caused by the failure of the alarm to signal ventricular fibrillation. The users were able to deliver defibrillation without delay. The customer noted: " early defibrillation", "promptly defibrillated" and the malfunction "did not affect the intervention" nor did it "concern the defibrillation". Because no failure of shock is alleged to have occurred, this does not meet the definition of a serious injury and this report has been updated to a product problem. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported audible alarm not signaled following ventricular fibrillation resulting in acr. Additional details have been requested. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.